Manufacturer narrative:
MDR / initial 1 of 3. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported infusion set cannula was bent and high blood glucose levels and was treated with bolus via pump and also gave multiple daily injections (mdi) on (B)(6) 2026. No further information available.